Event description:
It was reported that facility had triple lumen, 5 french PICC needed to be over the wired and replaced due to leaking at about the 2-3cm mark. PICC was placed on our bone marrow transplant unit. Additional information received 05/22/2024: PICC over the wire replacement and the device is still being used by the patient without issue today. No patient harm has been noted. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.